Event description:
It was reported that prior to procedure diamond bur was wobbling. It was further stated the same bur was tested in another handpiece and still wobbling was observed. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code has been updated. Previously submitted fdc d03 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis further analyzed visually, there was no damage in the construction of the device. The overall length of the device shall be 3.850 +0.015/-0.010 inches, and the actual measurement was 3.857 inches which was in specification. The outside diameter of the bur tang shall be 0.0580 +0.0000/-0.0010 inches, and the actual measurement was 0.0577 inches which was in specification. The outside diameter of the bur tang lip shall be 0.018 ± 0.001 inches, and the actual measurement was 0.019 inches which was in specification. For further analysis, after following the steps in the IFU for loading the bur into the handpiece, the bur was securely loaded into the handpiece and no wobbling was observed while running up to 12,000rpm. In the returned condition, there was no out of specification condition that was related to the complaint. H6: code has been updated. Previously submitted fdr c070605 is more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis stated visually, there was no damage in the construction of the device. The overall length of the device shall be 3.850 +0.015/-0.010 inches, and the actual measurement was 3.857 inches which was in specification. The outside diameter of the sleeve area of the device shall be 0.062 ± 0.001 inches, and the actual measurement was 0.062 inches which was in specification. For further analysis, the outside diameter of the shank on the proximal end of the device was 0.0578 inches. Functionally, the bur loaded securely into a handpiece, but while running in forward mode up to 16,000rpm excessive wobbling was observed. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14 <(>&<)> img g04041 codes are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis updated, final updated statement will read as below. Product analysis stated visually, there was no damage in the construction of the device. The overall length of the device shall be 3 .850 +0.015/-0.010 inches, and the actual measurement was 3.857 inches which was in specification. The outside diameter of the sleeve area of the device shall be 0.062 ± 0.001 inches, and the actual measurement was 0.062 inches which was in specification. Functionally, the bur loaded securely into a handpiece, but while running in forward mode up to 16 ,000rpm excessive wobbling was observed. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.